Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 76.1 hours of extended bench testing at the customer's settings. The device passed the initial final test and initial alarm volume test with no abnormalities. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
The customer reported improper rates and volumes while using the revel ventilator. At this time, no further information has been provided by the customer regarding patient involvement or whether or not the reported issue affected the devices delivery or patient monitoring parameters.